Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that a detached wire occurred. According to the patient, on approximately (B)(6) 2025, the sensor wire broke off and remained in the arm the insertion site became infected, and the patient had to take antibiotics. It is highly likely that the reported antibiotic course was an oral antibiotic. No further information and no patient information was available. It was unknown how the sensor wire was removed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.